Manufacturer narrative:
Device evaluated by MFR.: the returned watchman access system was analyzed and the reported event of kink was confirmed. Visual and microscopic examination of the hub, sheath, and tip revealed a kink in the sheath and dilator 15.5cm distal of the strain relief. Additionally, the tip was damaged as it was folded backwards on itself. Product analysis confirmed the reported event, as the sheath was kinked. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that a device kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a watchman closure device and delivery system (wds) was inserted. The closure device was deployed, and as it was being positioned, a kink was discovered on the was sheath. The closure device was released, and the procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that a device kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a watchman closure device and delivery system (wds) was inserted. The closure device was deployed, and as it was being positioned, a kink was discovered on the was sheath. The closure device was released, and the procedure was completed successfully. No patient complications were reported.